Event description:
The patient's mother called animas on (B)(6) and reported that there have been air bubbles in the cartridge. She said the air bubbles have been present intermittently for the past six months and for the last month during the day there have been multiple instances. She reports the patient woke up in the morning with a blood glucose level of 340 mg/dl and noted there were air bubbles prior to going to bed when the patient's blood glucose level was 98 mg/dl. The patient's mother disconnected and primed the air bubbles out. The patient's mother says the patient's blood glucose levels go back to normal after priming out the air bubbles and the mother reported no symptoms the day she called animas. She says the patient had ketones two weeks ago but was sick at the time with an illness. At that time the patient's blood glucose levels were in the 400 mg/dl range and the patient's mother does not recall exactly what the patient's blood glucose level was at the time but mentioned it was around 400 mg/dl. At that time the mother also primed out air bubbles and the patient's blood glucose levels returned to normal. This complaint is being reported because there were reportedly air bubbles in the cartridge and the patient suffered elevated blood glucose levels and ketones.

Manufacturer narrative:
(B)(6). The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridges were not returned to animas. A retain cartridge was used to complete investigation. The cartridge passed visual inspection with no damage or defects found. A force test was performed with no failures at the conclusion of testing. A fill test was completed with no air bubbles formed inside the cartridge. A leak test was performed with no failures observed. No leaks were identified from the luer connection, o-rings, or anywhere in the cartridge.